Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient reported right side "silicone was also found on the right side, near the armpit". Healthcare professional later reported "top outer, released silicone from previous tear" via ultrasound. Device remains implanted